Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign, event occurred in (B)(6). Visual examination of the returned product identified functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. The DHR was reviewed for deviations and/or anomalies. No deviations or anomalies were identified. The root cause of the reported issue is attributed to device manufacturing process. Able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, this complaint product didn't work even the motor at all. During investigation it was found that the batteries had leaked electrolyte inside of the pack. There was no patient harm/injury. There was no surgical delay. Due diligence is complete; no further information is available.